Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This report is being submitted as part of a retrospective review per CAPA 686868. Following our receipt of the three returned used sensors and took one random sensor and performed a visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings place sensor under microscope and found gold trace damage. See attached file for details. In summary, the customer complaint of unexpected sensor alarms was confirmed. Sensor failed for high readings. Found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difference between sensor glucose and blood glucose values, unexpected re-initialization. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 192 mg/dl and sensor glucose value was 50 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. Explained sensor may have no longer been responding to glucose changes. Customer was requesting assistance with entering auto basal. Reviewed auto mode readiness/smart guard checklist screen. Explained what was missing to enter into auto mode/smart guard and how to resolve. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-1884.